Event description:
It was reported that one side of the cylinders had migrated down proximately due to a proximal perforation. The patient underwent a surgical procedure in which the physician sling the rear tip extender (rte) to correct the proximal perforation and kept the device in. Physician did not see any device issues. The patient is fully recovered.